Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported she wanted the implant out of her back because she had an accident in the past few weeks in june. Patient stated that she fell from her walker and she fell to the ground and the stimulation was electrocuting her to the point that she could not even breath. Patient said that the vibration is so high that she had to go to the hospital. Patient said that she could not move. Patient stated that she turned the implant off, but it still feels like she is getting vibration. Patient reported she can feel the implant shooting out of her skin, and she cannot lay on her back and can feel the implant has moved. Patient said it still feels like it zaps her, and it is a terrible burning sensation. It was recommended keeping the implant turned off and to follow up with her healthcare provider (hcp). Caller was redirected to the healthcare provider (hcp).